Manufacturer narrative:
(B)(4). Final analysis found normal device characteristics.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited high atrial impedance. The physician decided to reopen the pocket and review the system. The device was explanted and replaced. With the new device, the impedance was stable. The patient was in good condition following the procedure.